Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/protruded drive support disk. The insulin pump was unable to test for prime test and occlusion test due to motor error alarm. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer was unable to unblock the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.